Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger h3: analysis of the 97755-s intellis recharger (s/n (B)(6)) revealed no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis was performed on returned device.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6); product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the recharger (rtm) cord where the arrow was bent or something causing the pt to have trouble for several days. The rtm plug was bent and it had a bulge for it was twisted and broke. When they lay on it shocked them. They had trouble for several days for the issues started about two or three weeks ago. When trying to charge the ins it sometimes took 3 hours to charge and they could sit for 3 hours charging and it would hardly charge. When charging ins the controller goes down to 30% and sometimes took a long time to charge the controller back up. Pt mentioned when trying to charge 2 or 3 times; agent asked to clarify and said the goes to 80% when charging the ins and they would have to stop to charge it back to 100% before charging the ins and pt said that was because the controller was at 30% and it hard to charge the ins. Caller said the ins would not charge higher than 30%. The controller had to be at 100% or else the rtm did not plug into it. Agent asked for pt to clarify but when they did it did not make sense. Pt mentioned rtg0446378 stating that the last time this happened they called a medtronic rep named robert (last name asked unknown) on a friday and they got the new equipment on a saturday. Pt said the issue was about 6 months ago then said the issue could be 1 or 2 years ago but did not know. They notified their rep two or three years ago but did not know. The pt was sent a new rtm because they had a few problems where it would not charge and got a tipi thing. The rep had them give a name off the paddle and said they will get a new battery. During call the pt was very confusing and contradicting themselves off every comment they made. An email was sent to the repair department to replace the rtm.